Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue, and as a result, replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report an error on universal surgical manipulator (usm) 1 requiring the usm to be disabled. The technical support engineer (tse) reviewed the system logs and identified numerous errors on usm 1. The tse instructed the customer to hard power cycle the system and the error returned on startup. The tse advised that the error could not be resolved via phone troubleshooting and that the system could be used in a 3-usm configuration. The customer elected to use a da vinci system in the adjoining theatre complex and started the procedure with the other robot. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was confirmed to have been completed with the a spare patient side cart (psc), surgeon side console (ssc), and vision side cart (vsc) as it was on a different software version. There was no adverse effect to the patient reported by the surgeon.